Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving bupivacaine (25 mg/ml at 4.5 mg/day) and morphine (1 mg/ml at 0.18 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen on the pump interrogation logs with a "stop pump period may exceed tube set" message. It was noted that the patient had recently had an MRI. Re-interrogating the pump showed a "motor stall recovery" in the logs which confirmed that the pump was in a telemetry state due to the MRI exposure. The patient also mentioned a "loss of therapy" but it was not timed to when the patient went to the MRI. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-jul-03. The patient's weight was provided. No further complications were reported.